Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the malfunction was caused by software issue. A technical service engineer rebooted the ciisafe to resolve the issue. The system functioned as intended after the technical service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis ciisafe system that it had a software issue which was frozen and not responding. The customer reported issue occurred when dispensing medication and there was a delay in patient workflow. There were no adverse events or injuries reported based on this incident.